Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. The customer resolved the alarm with an infusion set and reservoir change. A displacement test was performed and the insulin pump failed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test and alarmed motor error during the basic occlusion test due moisture damage on the force sensor resistor. The motor passed the motor test. The displacement test functioned properly. Unable to verify the excessive no delivery alarm or perform the occlusion or excessive no delivery alarm tests due to the compromised force sensor system and motor error alarms. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a cracked reservoir tube, a missing end cap sticker and minor scratches on the lcd window.